Manufacturer narrative:
The reported glidescope bflex 2 regular 5.0 single-use bronchoscope was returned to verathon for evaluation. A verathon technical service representative (tsr) evaluated the returned bronchoscope but was unable to confirm the reported image freezing issue. When connected to known, good, test verathon equipment, the image remained clear through a full range of motion. Upon completion of the device evaluation by the tsr, the bronchoscope was sent to verathon's r&d engeering department for further evaluation and testing. When investigated by a verathon electrical engineer representative, the bronchoscope's video was initially functional. After removing the shell of the bronchoscope and applying stress to the ziff pcb, the video was intermittent. Upon closer inspection, the ziff pcb was found to be not glued to the connector pcb. The engineering representative confirmed that mechanical stress on the wire bundle did not result in a loss of video, therefore the failure was isolated to the ziff pcb component. The root cause of the reported image freezing issue was determined to be improper gluing of the ziff pcb during assembly resulting in damage to the video communication path. No corrective action is required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope bflex 2 regular 5.0 single-use bronchoscope, the image on the connected monitor kept freezing. It was reported that the users unplugged the bronchoscope and cables and restarted the monitor but the issue continued to occur. The facility's verathon territory manager assisted the customer onsite with troubleshooting and was able to duplicate the reported issue with the subject bronchoscope used during the procedure but could not duplicate the issue when using a new glidescope bflex single-use bronchoscope. No delay in the procedure, use of a backup device, or harm to the patient was reported.